Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after device preparation and prior to use the device was handed to the physician for use when it was noted that the device had separated into two pieces. There was no patient involvement; the device was not used. There was no reported clinically significant delay in the procedure. No additional information was provided.